Event description:
It was reported that the iodine sponge of a minicap did not seem to have enough iodine on it. This was noted before use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 12/03/2014 and 12/09/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.